Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: other (nos)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and psychological trauma outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new events added-pelvic pain, abdominal pain, psych injury, perforation: other nos", reporter information, patient demographics, essure removal date added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: other (nos) / perforation of the right fallopian tube at the level of the cornua by the essure coil') in an adult female patient who had essure (batch no. 626683, a78077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), vaginal discharge ("vaginal discharge"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, dysmenorrhoea, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal discharge, depression, anxiety, migraine, nausea, fatigue and weight increased outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for perforation current weight 140 lbs. Discrepancy noted for essure confirmation test(s) previously reported as imaging procedure conducted on (B)(6) 2014 and now reporting as plaintiff did not undergo confirmation test. Discrepancy noted in removal : patient underwent salpingectomy, however, it is reported in the current version as "not removed". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 626683 manufacturing date: 2008-03 expiration date: 2010-02. Lot number: a78077 manufacturing date: 2012-11 expiration date: 2015-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: other (nos) / perforation of the right fallopian tube at the level of the cornua by the essure coil') in an adult female patient who had essure (batch no. 626683, a78077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal discharge, migraine, nausea, fatigue and weight increased outcome was unknown, the pelvic pain and abdominal pain had resolved and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for perforation current weight 140 lbs. (B)(6) 2014, tubal ligation of right side discrepancy noted for essure confirmation test(s) previously reported as imaging procedure conducted on (B)(6) 2014 and now reporting as plaintiff did not undergo confirmation test. Discrepancy noted in removal : patient underwent salpingectomy, however, it is reported in the current version as "not removed". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure confirmation test(s) (unspecified) only the left placement was occluded, but the right tube was perforated and needed to be removed. Lot number: 626683 manufacturing date: 2008-03 expiration date: 2010-02. Lot number: a78077 manufacturing date: 2012-11 expiration date: 2015-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: outcome of the events: vaginal bleeding, menorrhagia, depression, anxiety, dysmenorrhea were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: other (nos)') in an adult female patient who had essure (batch no. 626683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), vaginal discharge ("vaginal discharge"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, dysmenorrhoea, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal discharge, depression, anxiety, migraine, nausea, fatigue and weight increased outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for perforation current weight 140 lbs. Discrepancy noted for essure confirmation test(s) previously reported as imaging procedure conducted on (B)(6) 2014 and now reporting as plaintiff did not undergo confirmation test. Discrepancy noted in removal : patient underwent salpingectomy, however, it is reported in the current version as "not removed". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Lot number added. Events: abnormal bleeding (general), mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping), vaginal discharge, weight gain, fatigue added.event psych injury was updated to psychological or psychiatric problems condition: depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: other (nos) / perforation of the right fallopian tube at the level of the cornua by the essure coil') in an adult female patient who had essure (batch no. A78077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2014 salpingectomy (unilateral)). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown, the pelvic pain and abdominal pain had resolved and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for perforation. Current weight 140 lbs. 03-apr-2014, tubal ligation of right side. Discrepancy noted for essure confirmation test(s) previously reported as imaging procedure conducted on (B)(6) 2014 and now reporting as plaintiff did not undergo confirmation test. Discrepancy noted in removal : patient underwent salpingectomy, however, it is reported in the current version as "not removed". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure confirmation test(s) (unspecified) only the left placement was occluded, but the right tube was perforated and needed to be removed. Lot number: a78077, manufacturing date: 2012-11, expiration date: 2015-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: wrong source document attached of frd (B)(6) 2020. Event:lot number added. Events: abnormal bleeding (general), migraines / headaches, nausea, dysmenorrhea (cramping), vaginal discharge, weight gain, fatigue were deleted. Concomitant drugs were deleted. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: other (nos) / perforation of the right fallopian tube at the level of the cornua by the essure coil') in an adult female patient who had essure (batch no. 626683, a78077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), vaginal discharge ("vaginal discharge"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, dysmenorrhoea, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal discharge, depression, anxiety, migraine, nausea, fatigue and weight increased outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for perforation current weight 140 lbs. Discrepancy noted for essure confirmation test(s) previously reported as imaging procedure conducted on (B)(6) 2014 and now reporting as plaintiff did not undergo confirmation test. Discrepancy noted in removal : patient underwent salpingectomy, however, it is reported in the current version as "not removed". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Lot number was added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.